Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: during investigation, the pump was powered on to a clear legible display with normal resolution and contrast. The pump was opened to find no damage to the display connector or the display flex cable. The display connector latch was secure. The original complaint of a dim fading display was unable to be duplicated. Unrelated to the original complaint, a crack in the battery compartment was found near the lower left corner of the grip pad. A base crack was found between the case seal and keypad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.